Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus) and an inflatable penile prosthesis (ipp). Developed a fistula which contributed to the implants getting infected. All components of both implants were removed. The patient then had the fistula taken care of and took the time to heal. A new aus was implanted. Additional information received. The infection was located in the patient's scrotum. The physician does not believe the device caused or contributed to the infection.